Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with a freestyle libre cgm, with the highest cgm reading of 312 mg/dl and a glucometer confirmation of 327 mg/dl after a breakfast with more than announcement, and bg later returned to range; the patient had changed supplies and set up a replacement pump the prior day, and there were no alerts or alarms. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event was classified as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was hyperglycemia with cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.